Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button alarm and blank display. Buttons were pressed for 3 minutes but not able to manipulate the insulin pump. Insulin pump was exposed to moisture. The customer stated the contacts on the battery cap were neither missing nor damaged. The display did not return after the pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring clear. Customer returned insulin pump for an alleged blank display, unresponsive keypad, and moisture damage found on (B)(6) 2021. Insulin pump passed displacement test, active current measurement and sleep current measurement. Pump error 63 occurred during self test. Insulin pump successfully downloaded to thus. Test p-cap successfully locked into the reservoir tube. Pump error 63 variable 3 occurred during testing and was noted in the history download on (B)(6) 2022 at 02:11 due to broken trace pin6 on keypad assembly. No stuck key alarms noted during testing, however, a stuck key alarm was found in the (history file or traces) (B)(6) 2021 at 15:52. Insulin pump passed the keypad voltage test. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. No unexpected pump error 25, low battery alert, power loss alarm, replace battery alert, or replace battery now alarm noted during testing or in the insulin pump trace download. The insulin pump was cut open and the electronic assembly, battery cap and battery tube were inspected and moisture damage was noted on electrical board 1 and force sensor. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked retainer, battery tube threads cracked, cracked keypad overlay, missing display window/cover, corroded battery tube and minor scratches on lcd window. In summary, customers alleged blank display and unresponsive keypad was not confirmed. Moisture damage was noted during visual inspection on electrical board 1 and the force sensor. Additionally, pump error 63 variable 3 occurred during testing due to a broken trace and loose solder joints on pin 6. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.